Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the lid of the handpiece device had component damage, the device would run in the locked position, the device failed leak tightness test, the locking mechanism was stiff/stuck, and the locking mechanism did not function. It was further determined that the device failed pretest for check in ¿lock¿ mode, check function of the mode switch knob, leakage test, and check the locking function with the handpiece. It was noted in the service order that the reverse does not work, and the lid cannot be put on place properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.